Event description:
The account alleged, the hi/low function will not operate.

Manufacturer narrative:
The technician found the hi/low motor was getting really hot and would drift. The technician replaced the motor to repair the bed.